Event description:
Additional information received reported that the high impedances were on electrodes 1, 2, 4, and 5 and were noted to be greater than 10000 ohms. The fall was mentioned again and stimulation was noted to be intermittent. Reprogramming was done around the affected electrodes and the patient was then receiving coverage in the appropriate areas of the low back and bilateral legs. The patient had been experiencing less than 50% therapy relief at the low back and right leg. No follow-up was required as the patient was able to receive therapy by programming around the electrodes.

Event description:
It was reported that the patient fell down the stairs a couple days prior to this report and fell on his butt where the stimulator was. He then lost power to his right leg. It was then stated that it still worked on that side but it was very sore and when he would sit, he would feel something sharp. It still worked and turned on and turned off but the patient was still sore on that side. Additional information received on 2015-feb-02 reported that the patient had just seen a manufacturer representative (rep) who alleged that one of the leads wasn¿t working right. The rep was able to reprogram. Additional information received on 2015-(B)(6) reported that electrodes 0, 1, and 2 all had high impedances. Reprogramming was able to capture stimulation in areas where the patient needed pain covered. This was noted to be of the low back and bilateral legs. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3776-60, serial# (B)(4), im planted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3776-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported five months later that the implantable neurostimulator (ins) was not working on the right side anymore. The pat ient was trying to get his ins reprogrammed and wanted an appointment with a company representative (rep) for reprogramming. The right side stopped working when the patient fell 4-5 months ago. The patient had met with a rep after the fall who stated that 4 of his leads were not working but still had 4 that did. It helped after reprogramming but now the right side stopped working again today. The only way to feel it on the right was to turn it up high but then it was too high to bear on the left. The patient has an appointment with his spine doctor today. The indication for use included non-malignant pain and failed back surgery syndrome. Additional information has been requested to find out if any interventions/actions were required and the outcome of this event.

Manufacturer narrative:
(B)(4).